Event description:
I am on the deacon g7 continuous glucose sensor. I switched to it from the g6 about 8 weeks ago. The sensor is advertised as having a 10 day life. I have gone through 8-10 sensors, and not a single one has operated as advertised nor as it was represented to the FDA when these devices were submitted for authorization. The sensors fail consistently at day 5. The extremely dangerous part is that before they fail, they give extremely inaccurate readings. The dexcom g7 has said my blood sugar is 300 when it was actually 50. If I had made a treatment decision based on the dexcom g7's sensor reading, I would have likely died. Similarly, the device often says my blood sugar is extremely low, in the 40s and 50s, when the actual number is 300+. This product has not operated as advertised nor as represented to the FDA for more than 3-4 days continuously before failure. I am seeing a failure rate of 100%. I have complained to dexcom who referred to this as an "inconvenience" and would simply not respond on the phone when I said the product is behaving dangerously. They refused to engage with me when I complained their sensor could have killed me because it was malfunctioning. I have a documented manufacturer's service complaint every single week since transitioning to the g7. Furthermore, dexcom forced me to switch because they are no longer manufacturing their older sensor, the g6, which worked 8/10 times as advertised. The g7 failure rate is so high that something is obviously wrong here. Dexcom refuses to ingest reports of their products being dangerous, so my only recourse beyond submitting complaints to the manufacturer weekly is to complete this FDA complaint form. This product is extremely dangerous and should be investigated.